Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Continued: e.1.: state: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 d1 d2 d4 d6a/b h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d6a implant date: (B)(6) 2023 was provided.

Event description:
The device has been explanted, replaced and discarded. Capsulectomy performed.